Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and high voltage therapy. T-wave oversensing resulted in two episodes that were detected as svt. The device was reprogrammed. The patient had no further problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.